Event description:
It was reported that a technician in-training in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was pulled back to make the suture taut, too much force was applied that caused the suture to break. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.